Event description:
Nformation received by medtronic indicated that the customer reported that the inpen had a only read half when dosing. Troubleshooting was performed and found that the screw of the inpen was getting stuck when dialing and dosing. The customer also reported that the dose knob/dial was difficult to turn. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and it will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to connect with app, "dose does not match" displayed. The shell was cut open revealing the pattern wheel was misaligned due to a broken encoder bond. This would prevent the pen from sending the correct dosage to the app. Customer reports: inpen app only registers half of doses dispensed and dose knob is difficult to turn. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did transmit to manufacturing app. Unable to perform baseline wireless functionality or displacement dose accuracy. Inpen passed front cap investigation. Pending further investigation performed at san diego location. In conclusion: per san diego analysis: unable to connect with app, "dose does not match" displayed. The shell was cut open revealing the pattern wheel was misaligned due to a broken encoder bond. This would prevent the pen from sending the correct dosage to the app. No communication was confirmed due to misaligned pattern wheel causing incorrect dose transmission. Unable to confirm dose log inaccuracy due to inpen not communicating. Difficult to dial/dose was not confirmed during testing. However, misaligned pattern wheel will cause difficulty dialing and dosing. Difficult to dial/dose remains unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.